Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Frame was broken initially and the joystick cable was broken from the broken frame cutting the wire.